Manufacturer narrative:
B3-date of event is estimated. Reporter phone number (B)(6). The event of lead replacement was reported to abbott. The patient's lead was explanted and replaced due to high impedance. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.